Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call battery out limit alarm. Customer advised they constantly replace the battery on the device because they get drained so quickly. Troubleshooting for the battery out limit alarm was performed. Customer advised that there is corrosion on the screw case of the battery cap. Troubleshooting for the failed battery test was performed. Customer advised they spent some time in the east coast and it was very humid there, it may be possible the weather affected the device somehow. Troubleshooting for the off no power without low battery indicator was performed. Customer advised that this was the second time the off no power alarm without the low battery indicator occurred. Customer was advised that a loaner insulin pump and battery cap would be sent out. Customer advised they may use their device until the loaner insulin pump arrives as long as they replace the battery.